Event description:
When lowering a pt with the golvo lift, the lift strap came out of the mast and the pt fell towards the floor and hit their head on the legs of the lift. The pt was distressed but no other injuries.

Manufacturer narrative:
The device was returned to the manufacturer. A follow up report will be sent once the investigation is complete.